Event description:
Customer reported she unexplained experienced high blood glucose. Customer stated she was feeling very dizzy, she checked her blood glucose and it was between 589 and 600 mg/dl. She tried treating with the insulin pump but it was not decreasing; she had to treat with manual injection. After 3 hours it went down to 240 mg/dl. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-08980 for sensor.